Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the customer reported complaint was replicated/ confirmed. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. For clarification, the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Common causes of the failure mode of the frayed distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the electrical continuity and energy delivery tests. No signs of thermal damage found. No damage to the conductor wire found. Additional observation not reported by site that is not related to the customer reported complaint: the fenestrated bipolar forceps instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a .025¿ offset at the tips. Common causes of the failure mode of the bent instrument grips -tips are typically attributed to mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the instrument logs for the fenestrated bipolar forceps (part number 471205-17/lot number k10220627 0456) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system sk1098. The alleged instrument had 9 uses remaining after the last procedural use. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument sparked and had a broken cable. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.